Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal balloon dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon ruptured at a diameter of 8mm to 9mm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 1074 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of the balloon bursting. The catheter of the device was carefully inspected and no damages were found. This failure is likely due to factors encountered during the procedure, such as the interaction with the scope during the procedure that could have created friction, resulting in the found failure of balloon torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal balloon dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon ruptured at a diameter of 8mm to 9mm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.